Event description:
It was reported during radiation treatment noise episodes led to inappropriate therapy. The noise was exposed by external interferences and the device was resolved through reprogramming. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.